Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used samples without packaging were provided for evaluation. The provided samples were visually inspected, and no physical damage or defects were observed. Thereafter, the samples were functional leakage tested, with passing results. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: during therapy blood was observed leaking out of a safsite valve on disconnection of a luer device.